Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 14-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing including continuity testing, final accuracy testing and visual inspection without duplicating the report. Investigation was conducted on retained samples of onestep CPR a/a electrodes from lot 0925, the electrodes passed electrical testing by delivering 5 shocks consecutively without any complications. This showed that the electrodes had good conductivity between the defibrillator and pads, and that they would be able to maintain a signal during therapy. The instructions for use (IFU) for the onestep CPR a/a electrodes provide directions for proper electrode application techniques and a warning to the user that "after patient movement due to muscle contraction or patient repositioning press the electrodes to skin to ensure good coupling between electrodes and skin." No trend is associated with reports of this type.